Manufacturer narrative:
(Conclusions)-(other) - the pt heating was most likely caused by unwanted rf interference. The fact that insufficient distance was kept between cable and pt and the high sar levels may have contributed to the burn. The instructions for use already contains warnings about cable positioning. Also, depending of the position of the coil and the pt this could lead to heating of the coil cable or elements and/or unwanted rf interference. Such interference is hard to predict, because with rf interference many factors play a role, the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, the position of the coil and cables related to the pt, the scan techniques used, and etc. The same coil may contribute to an rf burn in one exam, but will not lead to a burn in many other exams on the same site. Note: the indicated importer has rec'd FDA exemption to submit one FDA form 3500a to satisfy both the importer (803.42) and MFR (803.52) for the same event.